Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Health care professional reported rupture and capsular contracture baker grade lv. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as unidentified (tear)opening. No other observations observed.

Event description:
Health care professional reported rupture and capsular contracture baker grade lv. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Event description:
Health care professional reported rupture and capsular contracture baker grade lv. This relates to the right side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Continued phone number e1:(B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.